Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) ejected prematurely. The cartridge tip had contacted the patient's left eye. However, there was neither any patient injury nor any intervention that was required. The procedure was completed using another lens of same model and diopter (sn (B)(4)). No further information was available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: aug 17, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. It was returned in its original packaging with patient and implant card. Upon evaluation of the sample received, the plunger was not in a fully position, and the pushrod looks centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. There were traces of lubricating material in the cartridge, and cracks were observed at the cartridge tip. The lens was received outside the device. Based in the analysis the reported issue was not verified. Due to the condition of the sample returned product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, no product deficiency was identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.